Event description:
Per operative report; avr, mvr, and a pacemaker was implanted and the pt was weaned from bypass. Upon transport from the or, the pt developed bradycardia, hypotension, and eventually electromechanical disassociation. The pt was immediately reopened. The left main coronary artery was suspected to be obstructed due to "embolization or dissection". Cabx2 was performed due to this event. In order to visualize the left main, the aortic valve was removed and replaced with a 17ahp. An intra-aortic balloon pump was then inserted. The pt was unable to be weaned from bypass. The pt expired in the or.